Event description:
It was reported the customer had damage to their insulin pump. Customer reported their drive support cap was sticking out. The customer could not recall how the damage occurred to their insulin pump. Customer's blood glucose was unknown. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.